Event description:
Traverse 0.014" guidewire fractured in left renal artery during balloon pta/stenting complicated by acute occulsion if left renal artery. Access to left renal artery obtained and fractured wire was returned prior to stenting.